Event description:
It was reported that the pump eroded through the skin of the abdominal wall. The patient had a pump and catheter reimplanted. Per the reporter, the patient had a non-serious injury/illness.

Manufacturer narrative:
The final analysis of the pump revealed normal device function. No anomaly found. The returned catheter segment was also analyzed and was found to have an abrasion on the catheter. The catheter passed patency and pressure testing; no significant anomalies.